Manufacturer narrative:
(B)(4) evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion test and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. The customer states they received the alarm with the new replacement sets they had received. Customer's blood glucose level was 452mg/dl. Troubleshooting was conducted. The customer states the alarm was resolved by a complete set change. The customer is returning reservoir for analysis and receiving replacements.